Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that four (4) devices were found to have broken tips. All breaks were discovered outside of the operating room with no patient or surgical involvement. No additional information is available. This report is 3 of 4 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4) - manufacturing date: november 20, 2007 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed: the manufacturing records were reviewed and no deviation to the specification was found. Please note that these instruments have been several years old and clearly show that they have been heavily used over the years. No product returned, therefore no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.